Event description:
A physician reported that during the intraocular lens (iol) implant procedure, a piece of plastic went into the patient's eye. Additional information received and stated that, during a cataract surgery, after injecting the company implant, a fragment of rigid transparent plastic about 2mm long and 0.5mm wide, flat and very thin, was found in the anterior chamber. An attempt was made to remove the plastic fragment but the patient had a panic attack. The plastic fragment was lost to sight: either it had come out or it was hidden under the iris. Need for an ophthalmological examination after the operation to decide whether or not a secondary operation is necessary. The patient was seen in consultation on monday (B)(6) 2023, with no trace of the fragment in the eye. No consequences for the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).